Event description:
On 9/24/98, the international distributor informed the MFR's (MFR) customer svc rep that a customer in their territory experineced a problem with this device. On 9/30/98, the MFR received a written report and letter via a fax. The report states the following: the hub of the item is cracked. No further details were provided.the letter states that the event was report to the international distributor on 8/21/98 and unfortunately they are unable to provide the MFR with the implant/explant date or lot number of the device in question. The device is scheduled to be returned to the MFR for analysis. No further details are available at this time.